Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer with follow up phone calls for knowing customer condition and get additional information to provide new product replacement due to customer adviced to seek medical attention on the initial phone call.unable to talk to customer.

Event description:
Husband called in on behalf of wife stating wife received a result of "hi". Customer states that she feels like heart is pounding and overworking. Customer only stated she does not feel well. Customer recently left the hospital and is on prednisone.verified the strips expire 2/25/2017. Husband feels like the meter is reading accurately because his daughter ran a test and it gave her a good reading. Husband wanted to know if wife's blood result is affected by medications she is taking. Wife recently left hospital due to an infection (non-diabetic related) and is on prednisone. The customer does not feel well and told her husband that her heart is pounding and it feels like it is overworking. Customer is going to seek medical attention.